Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat vaginal prolapse, pelvic organ prolapse, pelvic pain and a mesh was implanted. Concomitantly the patient underwent a supracervical hysterectomy/bilateral salpingo-oophorectomy and lysis extensive abdominal and pelvic adhesions. It was reported that due to recurrent prolapsed, patient underwent anterior/posterior graft, vaginal vault suspension, excision of sling with mesh left in place and repair of enterocele on (B)(6) 2010. There is no documentation that any device was implanted during the surgery. (B)(4) - recurrent prolapse.

Manufacturer narrative:
Date sent to the FDA: 07/06/2016.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2008 and (B)(6) 2010 and a mesh was implanted, exact date of the procedure was not clarified. It is reported that the patient experienced pain, erosion of her internal bodily issue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2012-05696 and 2210968-2012-05699. The same patient is represented in each medwatch.